Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 19. Reportedly, the contact did not know if the alarm occurred during basal delivery or the load process. As the reported issue occurred in the past, the contact did not remember if the customer's blood glucose level was impacted. The customer was able to load a new cartridge successfully.